Event description:
In 2001, the manufacturer (MFR.) Received a postmortem cardiothoracic surgical consult report form the facility that states the following: the patient underwent previous coronary revascularization in 1987 followed by progressive heart failure requiring eventual left ventricular assist device placement in 2000. The pt had high tra antibody titers despite maximal medical therapy to reduce pt's titers and was listed as a status 7 on the heart transplant list. The patient was recently readmitted to the hospital and had fatal stroke. The patient's heart and the device were explanted to determine whether there was an embolic cause of the pt's stroke. It was also noted that after the pt's lvad had been in place for several months, the pt had very high flows in excess of 9 liters and a maximum heart rate of 120. Valvular insufficiency was suspected at that time although none was detected based on echocardiographic analysis of the pt's native heart, with the pt's mitral valve and aortic valve appearing to be functioning normally. The valves inside the lvad were not visualized by echocardiogram. The patient's heart appeared to be grossly dilated, but thorough evaluation of chambers of the heart as well as inspection of the valves demonstated no thrombus or point of origination for any thromboembolic type material. There was no patient foramen ovale noted. The lvad inflow valve was noted to be grossly incompetent with one of the leaflets having a contracture tear near the commissure causing it not to coapt properly and not to be competent. This was tested with sealing and loading the tube chamber above the valve ant the valve would not hold fluid. The other two leadlets appeared normal. It was fully competent. Holding saline after it was placed in the chamber. There was no evidence of thromboembolic debris or calcification on the leaflets. The inflow/outflow conduits were also evaluated and there was no thrombus indentified that would have contributed to the patient's stroke. The outside of the pump appeared normal; however, they were unable to open the main housing of the lvad to examine the internal contents. The device was sent to the MFR. For their inspection. No further details were provided.